Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. Customer's blood glucose level was 179 mg/dl. Customer hit the act button and the alarm was cleared. Customer stated that the buttons are not working and responding. Customer also stated that the screen looks foggy like there is moisture in the pump screen. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
The insulin pump received with intermittent button response due to corroded keypad traces. No moisture damage noted under lcd display window. No moisture damage noted on the electronics, motor, vibrator motor or battery tube assembly. The insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.